Event description:
It was reported that pump had a backlit display only with no graphics visible. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy, worked with technical support to arrange shipment of replacement pump.